Event description:
A user facility biomedical technician (biomed) reported that a spark was observed while troubleshooting an aquabplus 2000 that had no power or display while in standby mode. There were no reports of any alarms occurring. The clinic was reportedly running on generator power. The biomed replaced the blown 3.15a fuses and attempted to swap the 24v printed circuit board (pcb) from stage 2 to stage 1, but the 24v pcb had failed too. The biomed then replaced the 24v pcb, which resolved the reported issue. Upon follow-up, it was confirmed with the biomed that the blown fuses were also replaced. Two fuses had blown initially; one in stage 1 and one in stage 2. A third fuse blew in stage 1 during troubleshooting. While troubleshooting, the biomed observed a spark coming from the bottom/middle of the power supply. Additionally, on the backside of the circuit boards there was a brownish tint which was where the biomed believes the short occurred. The biomed confirmed that the surgelogic overvoltage protector was not tripped. The parts were reportedly returned for evaluation via the returned goods authorization (rga) method. Additionally, ftp machine files and photos were provided for review. There was no patient involvement associated with the reported event.

Manufacturer narrative:
Plant investigation: although a sample was reported to be available for manufacturer evaluation, to date no parts have been received. The provided pictures of the power supplies do not show a visual issue. Most likely, a power surge occurred when the system was powered on, which was caused by the generator of the local power supply, and then caused the 3.15a fuses to trip. Furthermore, both 24v dc power supplies were damaged, and it¿s likely that the integrated fuses of the power supply tripped as well. The power supply is a purchased part. However, the fault was not due to the power supply but due to the environmental conditions such as the generator operation which damaged the power supplies by voltage peaks. Based on the available information (including machine files), the reported failure is a known issue and can be confirmed. Investigation of the machine files confirmed that the machine had no power and was switched off most likely due to the defective 3.15a fuse from stage 1. The machine powered back on and during the next t1 test the failure message ¿f-04-51-04 - t1-test, pump p1s defective¿ occurred. This was most likely due to the defective 3.15a fuse from stage 2. With defective 3.15a fuses, the power supply will not work. Investigation of a returned component is not required due to the most probable failure cause being a power surge of the generator, and not the power supplies. A device history record (DHR) review was performed. The device was found to be conforming to the specifications and was confirmed to be released without any discrepancies. A review of the repair history was not required. Reproducing the reported failure was determined to be not applicable. Reviews of the instructions for use (IFU) and service manual (sm) were not performed because the failure cause can be attributed to a power surge by the local generator. Based on the information available, the reported event was confirmed.